Event description:
It was reported that the programmer had an error message upon start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error upon start-up and therefore a reconfiguration was completed and the software reloaded to resolve. It was further noted that there was a broken tab on its power cord door and the bay was therefore replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).